Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system reboot was automatically initiated by the "trusted installer" process in order to apply the operating system updates. A technical support specialist have disabled the operating system update service and will leave it as such until customer would like to reboot to apply updates. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer stated that the system automatically rebooted on and proceeded to system update that have delayed the drug access around 5 - 10 minutes and confirmed that there was no patient harm. The affected procedure was minimally invasive transforaminal lumbar interbody fusion. Customer added that no medications were required at the time of device inoperability and pharmacy technician had the device hardware keys to access the medications, if required. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, d9, g6, h2, h4, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-mar-2022 to 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device shut off during the procedure. A technical service specialist found that the issue was due to windows update system and rebooted automatically. Stopped and disabled windows update service to resolve the issue. The system functioned as intended after assessed by the technical service specialist.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es shut off during an ongoing case (minimally invasive transforaminal lumbar interbody fusion), the device was unplugged and re-plugged into another outlet, system automatically rebooted on and proceeded to go into a system update delaying drug access. System update was reported to take between 2-5 minutes. There were no adverse events or injuries reported based on this incident.